Event description:
The manufacturer's representative reported that a reservoir volume discrepancy was noted and the hcp was unable to fill the pump with drug. The hcp was able to aspirate 0.5mls; 3.1 mls were expected. The hcp was unable to refill the pump despite multiple attempts using new refill kits and pressure holding back plunger on syringe were attempted with no success. Tested reservoir fluid was negative for glucose. The hcp plans to explant the pump. Final patient outcome was not reported.